Manufacturer narrative:
Corrected UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 120mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: a slight misalignment was noted. If this valve was found on the production line with this deformation it would be rejected. The valve was tested for programming. With programmer 82-3126 with serial number 1428, the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The catheters was irrigated, no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot ctjbbv, conformed to the specifications when released to stock in 11th september 2015. The root cause is probably due to removing the valve from the blister at an angel and pulling the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During surgery, the connection part between the valve and the siphon guard was deformed when injecting water into the valve. The surgeon suspected a defect in the device because water was injected slowly and carefully without applying force. No delay in surgery or adverse consequence to a patient was reported.